Event description:
It was reported that the intraocular lens was explanted after approximately eleven (11) weeks due to the lens power and unexpected post operative refraction. No further information was provided.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed that the returned sample was covered with contaminations, no optical deviations on the optic could be found. Further testing could not be performed due to the condition of the returned lens. The zmb00 with serial number (B)(4) passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to the manufacturer has been submitted. Placeholder.